Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the video processor was not showing an image when used with the scope. The issue was observed during preparation for use on an unspecified colonoscopy procedure. The procedure was completed with a similar device and there were no reports of patient harm.

Event description:
The customer reports the procedure was diagnostic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h10 corrected fields: b5, d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image with 180 scopes occurred due to patient board set (circuit board/printed circuit board) failures. Olympus will continue to monitor field performance for this device.